Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. Following pre-dilation with a 2.5mm non-bsc balloon catheter, a 2.50 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilatation was performed again but still the device was failed to cross the lesion. The device was removed and it was noted that the stent edge part was lifted. Dilation was performed again using a non-bsc balloon catheter and the procedure was completed with another synergy stent. No patient complications nor injuries were reported.